Event description:
Procedure type: low anterior resection, double staple. According to the reporter, after firing the tissue was not cut completely. The tissue and the device were removed by manually cutting. Manual suturing was done to complete the case. No patient injury was reported.